Manufacturer narrative:
(B)(4). B3: unknown date in (B)(6) 2024. Multiple MDR reports were filed for this event. Associated reports are available for the applicable concomitant products below in the d10 narrative. D10: concomitant medical products, part (lot): -00434903611(63934555) associated product information, part (lot): -00434903603(63842343) -00434901213(63867902) the reported event is confirmed through evaluation of medical records. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. X-rays were provided and reviewed by a health care professional. Review of the available records identified the following: there is a reverse total shoulder arthroplasty in place with non-cemented humeral component. There is deep scapular notching that extends to the inferior baseplate screw with associated bone formation off the adjacent inferior glenoid. Stress shielding is noted in the proximal humerus and there is bone loss in the proximal humeral metaphysis. Of note, the baseplate is positioned on the cranial half of the glenoid. An os acromiale and moderate acromioclavicular joint osteoarthritis incidentally noted. It was noted that the baseplate was positioned on the cranial half of the glenoid; there is no information on initial surgery. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by the patient-matched implant (pmi) group that a patient underwent a shoulder arthroplasty procedure on an unknown date. Subsequently, the patient is being considered for a pmi product on an unknown day due to pain. It appears from imaging that the patient has moderate scapular notching. The patient has not been scheduled for a revision, and due to her past medical history may not get cleared for another procedure. Attempts have been made, and no further information has been provided.